Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support and requested assistance with filling with antibiotic during stat drain 3. There were no reported malfunctions or issues with the fresenius cycler. In additional follow-up, a pd nurse reported the patient was having symptoms of abdominal pain in the setting of having a pre-existing ulcer at the pd catheter (not a fresenius product) site. As a result, on (B)(6) 2021, the patient was hospitalized with diagnosis of peritonitis as the patient's pd culture grew gram positive cocci (organism unknown). The patient was treated with the antibiotic vancomycin intra-peritoneal (ip) with pd treatment in the hospital. On (B)(6) 2021, the patient was discharged from the hospital and continued pd therapy at home. The nurse reported the peritonitis is not related to any issues with fresenius device, or product. The nurse attributed the event to the patient's pre-existing pd catheter (not a fresenius product) ulcer requiring wound care with packing of the site. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)